Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-00121. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported the device could not be interrogated. The device was explanted. The patient condition is fine.